Manufacturer narrative:
Product event summary-the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), and analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. There were 15 non sustained tachycardic episodes and 13 ventricular fibrillation (vf) episodes of less than 220 ms v-v cycle. The lead integrity alert triggered for nst and v- short interval counts.

Event description:
.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right ventricular lead impedancement was high. The patient received inappropriate shocks due to a possible lead fracture. The lead was capped and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).